Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, it was reported that the valve dislodged due to interference with the pigtail catheter during its removal. Therefore, it is likely that this event is related to procedural and user technique factors, but a conclusive root cause cannot be assigned without additional information. The device instructions for use (IFU) instructs the user to utilize strict imaging surveillance during all steps of the procedure. There was no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while removing the pigtail wire, the wire dislodged the valve out of the annulus and into the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.